Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12021, related manufacturer reference number: 2017865-2019-12023. It was reported that the patient's pacemaker, right ventricular lead, and right atrial lead were explanted due to infection and endocarditis. The patient was given a temporary right ventricular lead as the patient was dependent. Patient would be re-implanted once infection has cleared. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.